Event description:
A beckman company representative reported that a customer had advised them that the use of synchron lx rheumatoid factor (rf) reagent lot number m010568 on unicel dxc 800 synchron system was causing a shift in rf results and instability in rf results in the 20 to 26 iu/ml calibration range. The customer indicated that the quality control and calibration results were within normal reference range. There was no calibration issue or issues with other assays. Data supplied from the customer indicated the generation of erroneously false positive rheumatoid factor (rf) results for five patients over three days. This report represents the two erroneous patient results generated on day two, (B)(6) 2011. The initial results were repeated on a second instrument and recovered as acceptable for a differing reference range. Subsequent repeat results on the same unicel dxc 800 synchron system were lower and within the normal reference interval. The erroneous results were reported out of the laboratory however there were no reports of death, serious injury or change to patient treatment associated or attributed to this event.

Manufacturer narrative:
The samples involved were serum and there were no issues identified with them. The fse was on site for an unrelated issue and confirmed that the instrument was performing within established specification. The issue appears to be reagent related.